Event description:
The user stated in the last three weeks, they had three cases of a patient sample generating a free psa result that was higher than the total psa result. One example was provided of a free psa result of 0.076 ng per ml and a total psa result of 0.01 ng per ml. Another sample had a total psa result of 0.078 and a free psa result of 0.073 which was doubted. No further patient information was available. No adverse events were reported. The cause could not be determined as no samples could be provided for investigation.